Event description:
It was reported that the patient had a lead revision near the (B)(6). It was unclear if the problems were related to the implanted system. The reporter however, indicated that there was an issue with a "wire" in the patient's system that was fixed with the surgery. After the lead revision, the patient got symptom control for a week, but hadn't had symptom control since then. The patient could feel stimulation but was having to go to the bathroom every two hours. At the time of the initial report, it was determined that the patient's implantable neurostimulator (ins) was on and at 2.0v, from a previous setting of 1.1v a couple of days prior. The patient's program and amplitude settings were changed, after which the patient could still feel stimulation. The reporter indicated that the patient was going to try that setting and was scheduled for an appointment with her healthcare provider (hcp) the following week. It was later reported that the patient's device was reprogrammed and the patient did not have problems with her system. The patient's device was working better and things were "wonderful".

Manufacturer narrative:
Product ID, 3093-33 lot# va03rmg, implanted: 2013 (B)(6) product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).